Event description:
It was reported that the pump touchscreen pump was delayed in displaying accurate information. There was no adverse impact to the customer¿s blood glucose level. The customer backed out of the screen and the reported issue resolved.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.